Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: w1tr04 crt-p, implanted (B)(6) 2020. 4965 lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was noise on the right ventricular (rv) lead, crosstalk, increased sensing integrity counter (sic), and low impedance. The patient complained of dizziness and a cardiac monitor showed five to seven second pauses with pacing inhibition. The ra lead remains in use. Additionally, there was noise on the right atrial (ra) lead sometimes triggering atrial tachycardia/atrial fibrillation (at/af) detections and mode switch, crosstalk, and a suspected fracture. The ra lead remains in use. Lastly, the left ventricular (lv) lead exhibited high/undefined impedance. The lv lead was cut and abandoned. No further patient complications have been reported as a result of this event.